Event description:
Imf ref #(B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 0 std ref. 01.12.020 / lot 124024 ((B)(4)stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.